Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) came back with the 6f non-cordis sheath and the sealant was stuck to the distal tip of the advancer tube between the balloon and advancer tube outside of the patient skin and puncture site. There was no reported patient injury. Hemostasis was achieved by manual pressure for twenty minutes. The device storage temperature did not exceed 25 °celsius. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer did shuttle down completely. After retracting the shuttle and 6f non-cordis sheath prior to advancing the tube is when the sealant stuck to the device. The sealant was wedged between the balloon and advancer tube. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure and an antegrade approach was used. The deployer is mynx certified. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f/7f mynxgrip vascular closure device (vcd) came back with the 6f non-cordis sheath, and the sealant was stuck to the distal tip of the advancer tube between the balloon and advancer tube outside of the patient skin and puncture site. There was no reported patient injury. Hemostasis was achieved by manual pressure for twenty minutes. The device storage temperature did not exceed 25° celsius. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer did shuttle down completely. After retracting the shuttle and 6f non-cordis sheath, prior to advancing the tube, is when the sealant stuck to the device. The sealant was wedged between the balloon and advancer tube. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure and an antegrade approach was used. The deployer is mynx certified. The device was not returned for analysis. The product history record (phr) review of lot f2307502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to the sealant becoming stuck to the advancer tube after sealant deployment. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely, which can cause issues during deployment. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device/advancer tube. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr, nor the information available for review suggest a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.